Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise. The rv lead noise was oversensed resulting in pacing inhibition. On (B)(6) 2026, the physician capped and replaced the ra and rv lead. The patient condition was stable.